Manufacturer narrative:
D6b: explant date: a year after the scs was implanted additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7034074.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to inadequate pain relief. The explanted device components were not returned.